Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section (2008, 2007, 2005). Concurrent conditions included abdominal pain, breast tension, trichomoniasis and stomach pain. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) ") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (type uti/candidas)"), candida infection ("infection (bladder/urinary tract/vaginal) (type: uti/candidas)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and investigation noncompliance ("plaintiff denies undergoing an essure confirmation test"). The patient was treated with surgery (laparoscopic supracervical hysterectomy lysis of abdominal and pelvic adhesion). At the time of the report, the device dislocation, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, candida infection, dysmenorrhoea, pelvic pain and investigation noncompliance outcome was unknown. The reporter considered candida infection, device dislocation, dysmenorrhoea, genital haemorrhage, investigation noncompliance, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure removal date: as per pfs (she did not remove essure device) & as per mr laparoscopic supracervical hysterectomy lysis of abdominal and pelvic adhesion done on (B)(6) 2014. Diagnostic results: (B)(6) 2014: surgical pathology report: diagnosis:uterus, laparoscopic supracervical hysterectomy - adenomyosis. - inactive endometrium. - specimen weigh: 47 9. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events candida infection, dysmenorrhoea, investigation noncompliance, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage are added. Lab data updated. Concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2014, she underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.